Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No a21 0r a64 alarm noted during the testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was shut off. The insulin pump will not be returned for analysis.